Event description:
Reportedly, on (B)(6) 2019, the parameters of the atrial and the ventricular leads were not displayed in the patient file after the device interrogation. The electrical parameters and the device memory were checked and no irregularity was observed. However, in the summary screen, the leads parameters were saved at a wrong date ((B)(6) 1975). Another follow-up was performed on 17 dec 2019 and no anomaly was observed. It was reported that no medical examination was performed that could have influenced the device functioning. Preliminary analysis confirmed the reported event and revealed the presence of two episodes recorded with incorrect future dates. Normal behavior was restored at the end of the follow-up on (B)(6) 2019.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200227 - file-2019-04348 - analysis_and_closure_report_resp-2020-00243.pdf].

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the parameters of the atrial and the ventricular leads were not displayed in the patient file after the device interrogation. The electrical parameters and the device memory were checked and no irregularity was observed. However, in the summary screen, the leads parameters were saved at a wrong date ((B)(6) 1975). Another follow-up was performed on (B)(6) 2019 and no anomaly was observed. It was reported that no medical examination was performed that could have influenced the device functioning. Preliminary analysis confirmed the reported event and revealed the presence of two episodes recorded with incorrect future dates. Normal behavior was restored at the end of the follow-up on (B)(6) 2019.